Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was not returned to the manufacturing facility for evaluation and the production lot number was not provided. Therefore, the investigation result for this complaint was very limited. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Due to the use of an inadequate device size on the patient the device would not inserted into the radial artery properly. Several attempts of insertion were made, resulting in the generation of a hematoma in the radial artery. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported, during a procedure the patient developed a hematoma. Follow up communication with the user facility confirmed the following information: the involved nurse mistook a glide sheath slender 7fr. (Sq-as7j16h) for the actual device; the involved doctor used the device on the patient; a device 16 cm in size should have been used and the actual device, 25 cm in size was used on the patient; the device would not inserted into the radial artery smoothly; several attempts of insertion were made, resulting in the generation of a hematoma in the radial artery; the doctor discontinued the intended procedure and took the appropriate measures to prevent any further harm to the patient; and the patient recovered from the reported serious injury.